Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user contacted customer care requesting assistance with a cartridge change. Upon review of device notifications, an occlusion alarm was also identified. The user was using a steel infusion set with 23-inch tubing. The cartridge was replaced, and insulin delivery was resumed to clear the occlusion. The user elected not to change the connector or infusion set at that time and stated they would do so if the occlusion alert persisted. Blood glucose at the time was reported to be 148 mg/dl. No additional concerns were reported. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.